Event description:
It was reported by the customer's mother that the customer dropped the insulin pump and now their is a black circle and the insulin pump will not rewind. It was also reported by the customer's mother that an alarm occured. Customer's blood glucose level at the time 430mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, scratched keypad overlay, scratched case, scratched reservoir tube window and a cracked battery tube threads.